Event description:
It was reported that the customer experienced high blood glucose. The reported blood glucose reading was 24 mmol/l. The customer's mother gave him a manual injection to reduce his blood glucose. Troubleshooting was performed. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.